Event description:
It was reported that the patient presented for follow-up with the right atrial lead that exhibited diminished p wave sensing after a fall in (B)(6) 2022. It was determined that the fall caused the lead slack to be pulled into the superior vena cava. The patient was scheduled for lead extraction on (B)(6) 2022. However, during the procedure, the lead was stuck under the clavicle, and the lead was capped and replaced. The patient was stable.